Event description:
Manufacturer follow-up with the hospital revealed the explanted vns generator was discarded.

Event description:
Clinical notes were received to the manufacturer indicating a vns patient had a history of stroke. Attempts for further information are in progress.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, cyberonics, or cyberonics'; employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and cyberonics objects to their use.

Event description:
Reporter indicated the patient had vns generator replacement surgery performed. All attempts to the reporter for further information regarding the stroke have been unsuccessful to date. Attempts for return of the explanted vns generator are in progress.